Event description:
The patient had 2 leads. It was reported the patient ((B)(6)) experienced ineffective stimulation. Surgical intervention was undertaken and the physician placed scs trial leads which provide effective therapy. The physician then explanted the patient's drg system. Device lot information was requested, but was unable to be provided to the manufacturer.